Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch ultrasmart meter was reading inaccurately low. The senior medical affairs specialist spoke with the patient on the following day to obtain/clarify information. The patient was unwilling to give many details regarding the incident. The patient did report obtaining results of 267 mg/dl, 212 mg/dl and other results in the 200-mg/dl-range on the morning of original date. She had been feeling fine at the time to testing and questioned the evaluated results. Although she questioned the high results, she proceeded to administer insulin based on the meter readings. Not long after administering insulin, using her insulin pump, she was not coherent. She was given a lot of food, which helped her feel better. Later that day around 3:00 pm, she tested and obtained a 187 mg/dl. Minutes later, she decided to use a new vial of test strips, with a different calibration code, and obtained a 66mg/dl. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. No medical attention was sought. The customer care advocate (cca) verified that the calibration code and unit of measurement were set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca walked the patient through control solution tests using the reported lot and a different vial. The quality control tests failed using the reported vial of test strips. This complaint is being reported due to the following conclusion: the patient obtained results in the 200 mg/dl range, was asymptomatic at the time of testing, administered insulin based on the results, became incoherent, and was administered food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.